Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 3, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 4210, 4315). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 4210 - leakage/seal. Conclusions code: 4315 - cause not established. The affected sample was returned and visually inspected upon receipt with no anomalies noted. Sem analysis and review of perfusion records has been conducted and root cause has not been determined. An engineering investigation has been initiated to determine a root cause of this phenomenon. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the new oxygenator had a plasma leaked. As per the user facility, the oxygenator began leaking at about 140 minutes into the procedure. This was reported as a crash to on-pump from a tavr (transcatheter aortic valve replacement). The patient was very acidic throughout the procedure with low ph values and low base excess values. Additionally, the perfusionist stated that the gas transfer performance was very good and they were occasionally blowing the plasma out of the fibers. No known impact or consequence to patient. The product was not changed out. Procedure completed successfully.